Event description:
(B)(4) my right hand began hurting with no impact, force or trauma causing me to go to urgent care the following day as the pain prevented me from sleeping, driving, or completing my everyday duties. Upon, receiving my x-rays it was determined my hand is broken with no explanation.